Event description:
A report was received that the patient will undergo a pocket revision procedure to move the pocket because she is having difficulty charging.

Event description:
A report was received that the patient will undergo a pocket revision procedure to move the pocket because she is having difficulty charging.

Manufacturer narrative:
Additional information was received that during the pocket revision, the patient had two lead extensions implanted. Nothing was explanted. The patient is reportedly doing well following the procedure.